Event description:
The clinic responded to an air in blood alarm and noted that air had passed the uabd. The lines were recirculated and the treatment resumed. A second air in blood alarm was activated and because no air was visible in the line, the treatment was resumed. The pt then complained of chest pain. The treatment was terminated, saline infused and the pt transferred to the emergency room. The set in use at the time of the incident and one set each from two lot numbers of the clinic floor were returned for functional testing. The gambro technical services (gts) rep found the machine to be operating to MFR's specifications.